Event description:
It was reported that the patient stated the purewick urine collection system was found to work only sometimes and sometimes it did not work. The patient was still getting wet and experienced urinary tract infection. The machine was making a loud noise. The representative advised patient to pinch the wick to leave space for suction. The patient stated they were never told about that. It was unknown what medical intervention was provided for the urinary tract infection.

Manufacturer narrative:
The reported event was confirmed by CAPA association. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It appears that there may be a relationship between the product and the reported event. As no sample was returned, based on the reported event, it is unknown which CAPA cause is most applicable to this event. A DHR review was not required because of no lot number and the investigation was confirmed by the CAPA association. A risk review and labeling review are not required because the investigation was confirmed by the CAPA association. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient stated the purewick urine collection system was found to work only sometimes and sometimes it did not work. The patient was still getting wet and experienced urinary tract infection. The machine was making a loud noise. The representative advised patient to pinch the wick to leave space for suction. The patient stated they were never told about that. It was unknown what medical intervention was provided for the urinary tract infection.